Event description:
Litigation papers allege pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily living activities. Additionally it is alleged the patient is at risk of elevated levels of cobalt and chromium metal ions in the blood stream.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were received and reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The unknown hip implant that was reported in etq was updated to polyethylene liner and added product code and lot number. The patient name was updated and added patient medical history and metal head to the impacted product.